Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Age/date of birth: unknown/ not provided. Sex/gender: unknown/ not provided. Date of event: date unknown/ not provided. If implanted; give date: lens was not implanted. If explanted; give date: lens was not implanted, therefor not explanted. (B)(6). The intraocular lens (iol) is not returning for visual evaluation as it was discarded. Manufacturing record evaluation: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the lens couldn¿t be implanted due to a broken haptic out of box. No patient involvement occurred and material was discarded as per follow-up information received. No additional information was provided.